Manufacturer narrative:
Product analysis: a functional and visual analysis reveals that the balloon has ruptured. The rupture of the balloon is near the proximal peek. This rupture is consistent with the balloon coming in contact with bone splinters while the balloon is being inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient underwent balloon kyphoplasty (bkp) at l4. During the procedure, the ibt could not be inflated. When it was attempted to expand the balloon in the vertebral body, one of the two balloons could not be inflated, so a new one was opened and used . Product analysis revealed that the ibt had ruptured.